Manufacturer narrative:
No material received from the customer. No investigation of specific retention material was possible as the lot number couldn't be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation.

Event description:
The initial reporter complained of questionable results with chemstrip 10 urine test strips. The reporter stated the visual reading was negative but cultures are coming back as positive. The parameter or parameters producing negative results were not provided. No specific results were provided. Multiple attempts were made to reach the customer to clarify the parameter or parameters affected with no success. The parameters tested by the chemstrip 10 urine strips which could be a reportable malfunction are: ph, leukocytes, nitrite, protein, glucose, ketones and erythrocytes.